Manufacturer narrative:
During follow up with user facility personnel regarding the reported event it was stated that the net of the device was stuck on a residual polyp. When the net was pulled out it was observed to be "twisted". As the net of the device was stuck on the polyp the device was unable to release itself. Following the procedure, the roth net device was discarded and is not available for evaluation; therefore, a root cause cannot be determined. The device history record was reviewed and confirmed the subject lot was manufactured to specifications; no abnormalities were noted. A complaint review confirmed this to be an isolated event for the subject lot. Steris offered in-service training on the proper use and operation for the roth net device and user facility personnel accepted. Steris is working on scheduling a date of the in-service training. No additional issues have been reported.

Event description:
The user facility reported that during polyp retrieval, the net component of the roth net became stuck on the residual polyp requiring intervention to release the net. The procedure was completed successfully. No report of injury.

Manufacturer narrative:
Steris counseled user facility personnel on the proper use and operation for the roth net device. Additionally, formal in-service training is being scheduled for a later date. No additional issues have been reported.